Manufacturer narrative:
The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
A peritoneal dialysis patient reported that dialysis solution leaked out of the cassette and into the cycler. Patient stated that he did notice that his cycler was wet on the inside. Patient had no adverse effects and his effluent remained clear. Patient was able to complete his treatment. Sample has not been returned to the manufacturer.